Event description:
It was reported that the bd syringe luer-lok¿ tip had pieces of black rubber inside the product seal, found before use. The following information was provided by the initial reporter: there's what appears to be pieces of black rubber inside the product seal.

Manufacturer narrative:
Investigation: two photos and one 10ml syringe in a fully sealed blister pack confirmed to be from batch # 8330765 (B)(4). Were received and evaluated. It was observed there was multiple loose black foreign matter particles throughout the packaging, on the barrel and in the fluid path. It appeared to be packaging material from the top web mixed with ink. Multiple particles were larger than level 3 in size and were rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the packaging process.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip had pieces of black rubber inside the product seal, found before use. The following information was provided by the initial reporter: there's what appears to be pieces of black rubber inside the product seal.